Event description:
Philips received a report from the field that during a brain cta, the scan acquisition stopped with an error. The customer could not recover the system and the exam could not be completed.

Manufacturer narrative:
Additional information was reported by the customer that the patient expired within 3 hours after being removed from the CT room. Neither the initial report nor the initial meeting with the hospital staff provided any additional patient or event information. Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).